Event description:
Approximately five months post-op , the rod of the construct was found to have come out of the screw at the bottom end of the construct. It appears that the pt may have had some type of fall or accident.